Manufacturer narrative:
(B)(4). A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.

Manufacturer narrative:
Tracking no: (B)(4).

Event description:
The customer report : the device stapled correctly tissue but no possibility to remove it from the patient after stapled. They need to force to remove the device out. Consequences : extended time surgery tearing tissues on the 3/4 of the anastomosis with contamination per op.